Manufacturer narrative:
(B)(4). Batch # t5dd97. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge fell inside the patient, although the scrub nurse confirmed the sound that is heard when the cartridge was loaded on the device properly. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.